Event description:
Multifocal areas of moderate to severe stenosis in the outflow cephalic vein in the arm and terminus treated with balloon angioplasty. A rupture of balloon during angioplasty and separation of small fragment of balloon catheter which embolized to segmental branch of right pulmonary artery. Multiple attempts at retrieving the small fragment were unsuccessful. Pt remained asymptomatic with stable vital signs and pulse ox. Findings and complication were discussed in detail with the pt and all questions and concerns were answered. Pt will be admitted overnight for observation.